Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, no capture, no sensing and impedance anomaly. The lead was not used and a new lead was placed successfully. The patient condition was stable.